Event description:
Boston scientific received information that a revision procedure was scheduled to remove the device and leads due to bacteremia. After waiting over the weekend, the patient requested to be transferred to another hospital to have the procedure performed. It was later reported that the patient expired the week after being transferred, the cause of death was not specified. It was reported that the device was not thought to be the primary cause of the patient's bacteremia.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.